Event description:
Same case as MDR ID # 2134265-2014-07152, 2134265-2014-07153, 2134265-2014-07154, 2134265-2014-07201 and 2134265-2014-07202. It was reported that several shaft breaks occurred. The target lesion was located in calcified left main artery. It was also noted that the aorta was tortuous. The target lesion was pre-dilated with a quantum nc balloon. A 3.50x16mm promus premier¿ stent delivery system (sds), 3.00x38mm promus premier¿ sds, two 4.00x20mm promus premier¿ sds and two 4.00x16mm promus premier¿ sds were selected; however, these devices were unable to cross the target lesion and the shafts of each device broke. No patient complications were reported and at the end, the lesion was crossed successfully with an unspecified device.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).